Event description:
The customer's spouse could not awake pt in the morning. Spouse tried to use the suspect device to check pt's blood glucose and obtained a result of hi. Spouse retest and the reading was 283 mg/dl. Spouse called the paramedics and when they arrived they tested pt's glucose and the level was 25 mg/dl. Pt was taken to the hosp and was given IV's. Pt's glucose was then over 200 mg/dl and they ate breakfast before being released. Controls were not used. The device was replaced and requested to be returned for evaluation.